Event description:
It was reported that the tubing of a clearlink system continu-flo solution set became unattached at the y-site. This occurred when an antibiotic bag was being hanged after it was spiked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-00372. All information can be found under manufacturer report number 1416980-2022-00372. Should additional relevant information become available, a supplemental report will be submitted..